Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 280mg/dl. Troubleshooting was performed. The insulin pump settings time, alarm history and daily totals seem to be correct. The high- pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.